Manufacturer narrative:
H6 (ime e2402: "sinus tracts"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, infection, recurrence, inflammation, allergic reaction, adhesions, bleeding, fistula, mesh migration, mesh erosion, scarring, abscess. Post-operative patient treatment included incision and drainage of abscesses, excision of suture, incision and drainage of infection, exploratory laparotomy, evacuation of abscesses, closure of colotomy, debridement of fascia, muscle and subcutaneous tissue, mesh explant, debridement of sinus tracts, hernia repair with new mesh, and medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced sinus tract, pain, infection, recurrence, inflammation, allergic reaction, adhesions, bleeding, fistula, mesh migration, mesh erosion, scarring, abscess, mesh failure, nerve damage, device defective, mental pain, suffering, disability, impairment, loss of enjoyment of life. Post-operative patient treatment included incision and drainage of abscesses, excision of suture, incision and drainage of infection, exploratory laparotomy, evacuation of abscesses, closure of colotomy, debridement of fascia, muscle and subcutaneous tissue, mesh explant, debridement of sinus tracts, hernia repair with new mesh, medication, revision surgery, medical treatment.